Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. There are patient and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received from the clinical database that "greenish" drainage was observed at the driveline exit site on (B)(6) 2016. Wound culture showed (B)(6). The patient was started on oral keflex for ten days. Minimal drainage was noted on (B)(6) 2016. Repeat wound culture revealed (B)(6). Keflex was continued. The patient complained of increased drainage on (B)(6) 2016. Infectious disease prescribed doxycycline for 14 days. The patient was admitted to the hospital on (B)(6) 2017 with complaints of fatigue and increased driveline drainage. The patient denied fever or chills. Blood cultures were negative. Wound cultures were positive for staphylococcus aureus. Infectious disease was consulted. The patient was administered one dose of vancomycin and was switched to ancef after he complained of right-sided facial numbness/pain and tingling. Ears, nose, and throat (ent) and neurology were consulted. The patient was found to have purulent drainage from the right ear. Culture of the drainage revealed corynebacterium. Ciprodex otic ear drops were ordered. Neurology consult was unremarkable as numbness and pain improved when ear infection improved. No further neurological workup was necessary. Computed tomography (CT) scan of the abdomen was negative for abscess. A double lumen central line was placed on (B)(6) 2017 for long-term intravenous (IV) antibiotic therapy. The patient was discharged home on (B)(6) 2017 with plan for home health care. The patient was instructed to continue IV antibiotic therapy for six weeks. The event was reported to have not resolved. The primary investigator reported that the event was related to the device, possibly related to patient condition, and unrelated to the implant procedure. No further information has been provided.